Event description:
Caller reported experiencing multiple intermittent occlusion alarms with their insulin pump, and these issues caused the customer's blood glucose levels to be displayed as "high," though specific values were not known. The customer managed the situation by administering correction injections using a method involving multiple daily injections (mdi) and did not require third-party assistance. To resolve the problem, the customer changed the infusion set and cartridge and resumed insulin delivery. There was no adverse impact to the customer's blood glucose level. Further, the customer was experiencing frequent occlusion issues, prompting a request for additional assistance.